Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bardex® lubricath® temperature-sensing foley catheter with (with 6 ft. Extension cable) preattached 2000ml fluid collection container bard microbicidal outlet tube bard ez-lok® sampling port string hanger attached sheeting clips-2 enclosed control-fittm outlet device ¿ bard tamper-evident seal ¿ uro-preptm tray with: catheter lubricating jelly syringe, 10cc latex-free, powder-free gloves (2) underpad (waterproof), forceps, drape, prep balls, povidone-iodine solution specimen container, cap and label 10cc syringe (prefilled with sterile water ) to inflate catheter only." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the lubricant was missing from the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the lubricant was missing from the tray.